Manufacturer narrative:
(B)(4). During baxter's eval, the false upstream occlusion alarm was confirmed and was reproduced. Eval found low fluid numbers which can make the device more sensitive to air in line and upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.